Manufacturer narrative:
Concomitant medical products: product ID: 407658, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced suspected insulation damage. In addition, the right atrial (ra) lead exhibited oversensing noise. The rv and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead (in portions) was returned for evaluation. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.